Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via brachial artery. The 75% stenosed, in-stent restenosis (isr) of previously implanted non-bsc stent that was located in the moderately tortuous and moderately calcified left superficial femoral artery(sfa). A 5.0 x 100, 135cm mustang balloon catheter was advanced for dilatation and was inflated twice at unspecified pressure. However on third inflation at 18 atmospheres, the balloon ruptured. The device was removed intact and the procedure was completed with another of same device. No patient complications were reported. Patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: an attempt was made to inflate the balloon however the device was unable to maintain any rate of pressure. A further microscopic analysis confirmed a pin hole in the mid body of the balloon. The inflation device was verified before and after use with a calibrated pressure gauge. No other defects were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via brachial artery. The 75% stenosed, in-stent restenosis (isr) of previously implanted non-bsc stent that was located in the moderately tortuous and moderately calcified left superficial femoral artery(sfa). A 5.0 x 100, 135cm mustang balloon catheter was advanced for dilatation and was inflated twice at unspecified pressure. However on third inflation at 18atmospheres, the balloon ruptured. The device was removed intact and the procedure was completed with another of same device. No patient complications were reported. Patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).